Manufacturer narrative:
This report is submitted on july 05, 2019.

Event description:
The recipient experienced breakdown of the skinflap and infection at the implant side (initially treated with IV antibiotics), resulting in extrusion of the device. The device was explanted on (B)(6) 2019. The clinic reported that following removal everything has healed nicely and the recipient was implanted on the other side 4 weeks later with no problems since.